Manufacturer narrative:
E1: (B)(6). Patient country: finland.

Event description:
Reference number (B)(4). Event occurred finland. It was reported that patient faced tape not sticking event on (B)(6) 2026. The tape was not sticky as usual and came off before intended time. No further information available.